Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side different color in the areola. Patient has become concerned with the news of recall. Additional information notes, I have also experienced slight itching and redness happens when I wear bra or top. Patient later reported "get fever, frequent infections, fatigue" (not device related) and "rupture." The events of ¿pain in the right arm" and "headaches" are not device related. The device remains implanted.